Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump supplies were changed to resolve the occlusion. Customer was admitted to the hospital for diabetic ketoacidosis. Contact did not provide further information and declined tandem technical support's offer to follow up. Contact declined to provide customer's information.